Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Insulin pump received with scratched case, pillowing keypad overlay, broken reservoir tube lip, serial number label fading and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the retainer ring that holds the reservoir in place has come off. Customer's blood glucose was unknown at the time of the incident. Customer states o'ring is broken. Customer was advised the insulin pump will be replaced. The customer will return the device for analysis.